Event description:
This is the first of 3 MDR's for the same product incident. The light center mount separated from anchor plate and dropped onto or personnel and patient causing injury. The report indicated that this patient sustained chest and back injuries. Product serviced on february 17, 2005 per facility administrator.